Event description:
Reporter alleged blood glucose results of 29 mg/dl, 40 mg/dl, 23 mg/dl, 88 mg/dl, and 190 mg/dl when testing was performed back-to-back on the compact plus system. Reporter stated customer exhibited behavior consistent with low blood glucose. The reporter stated that she attempted to feed sugar to the customer, but he would not eat it. Reporter stated emts administered glucagon and transported the customer to the hospital where he was treated with food and an IV (contents unk). A request was made for the return of the suspect device and replacement product sent.